Event description:
It was reported that during a breast biopsy, the blue cable port is not recognizing the probe and an error code is populating lcd screen. Biopsy cancelled and the patient has been rescheduled.

Manufacturer narrative:
Information anticipated, but unavailable at this time.